Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided, d4: additional device information unknown / not provided, g4: premarket identification k013227. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that when placing an implant during a surgery, he noticed that the green cap of the blister was opened or damaged. Procedure was completed using another implant of the same size.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative. Zimvie received one (1) tsvh11, (impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm) for evaluation. Visual evaluation was performed, the returned implant packaging outer box was received opened, and the outer vial green cap was observed cracked opened. The implants outer vial tamper seal was intact; and the returned product matched the reported device. Device history record (DHR) review was completed for the subject lot number 1257208. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257208 for similar events and no other complaint was identified. Review completed utilizing keywords:dental : packaging : damaged based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was external factors (temperature). This is an ongoing issue which is currently being monitored. Non conformance and health hazard evaluation have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the pictorial evidence and available information, a packaging malfunction did occur. The implants outer vials tamper seal was not broken. The implants outer vial green cap was fractured. The reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.